Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated. It was also noted that the patient experienced inadequate stimulation. X-ray imaging was performed to confirm the device migration. The patient underwent a scs lead repositioning procedure and was doing well postoperatively. The devices remained implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7081016. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.